Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) values reached 280 mg/dl and the patient had a telehealth visit. The patient was diagnosed with an infection of the pod site, called cellulitis. For treatment, the patient was prescribed keflex to be taken 2 times a day for 10 days. The pod was discarded.